Manufacturer narrative:
This event occurred in (B)(6). The field service representative readjusted the reagent probes and the outside rinse, ran a performance check, and confirmed the module was running within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for 2 patient samples on a cobas 8000 c702 module. Patient 1: (sample (B)(6)): the initial result was 2.98 mg/dl. The customer repeated the sample on a c501 analyzer (serial number not provided) and the result was 1.60 mg/dl. This result was reported outside of the laboratory. On (B)(6) 2021 the sample was repeated on the c702 module and the result was 2.07 mg/dl. Patient 2: (sample (B)(6)): the initial result was 2.67 mg/dl. On (B)(6) 2021 the sample was repeated and the result was 1.58 mg/dl. The repeated result was reported outside of the laboratory. The reagent lot number was 48100301 with an expiration date of 28-feb-2022.